Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 05-feb-2025 listed on smartsolve due to insufficient data in the trace/history files. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 05-feb-2025 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 from 19:58:05.000 until 22:41:18.000 and (B)(6) 2025 from 01:08:31.000 until 05:21:18.000 during bolus deliveries. No insulin flow blocked/no delivery alarm during testing. No under-delivery anomaly or over delivery anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (20.8mv). The pump was received without a battery and battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bg. Customer alleged for under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery. The customer reported blood glucose value of 1000 mg/dl. The customer reported hyperglycemia and had an emergency medical service leading to hospitalization. The customer was treated in the hospital with an insulin through IV drip. During hospitalization customer was feeling sick/ unwell. The event involved product(s) mmt-1884l, mmt-397a, mmt-332a, mmt-7040a. Troubleshooting was performed. Customer was using the auto mode/ smartguard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was able to remove infusion set and identified the cannula was bent. Customer reported a slight bend/curve in cannula, which is normal as cannula is designed to be flexible. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.